Event description:
Argon coagulator worked then suddenly quit. Tried new handpiece and another machine. Second machine didn't work either. Tried new esu pads also. Surgeon states he had same issue with an argon unit a couple days prior.